Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported, broken tip on the end of an apex pin.